Manufacturer narrative:
Insulin pump was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, batt out limit and failed batt test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. Unit had stained end cap sticker (no burnt) noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error . Customer's blood glucose level was 152 mg/dl. The customer was able to rewind the insulin pump due to alarm but motor error recurred. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.